Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "poor pad contact" and "check pads" messages. Complainant indicated that there was no patient involvement in the reported malfunction.